Event description:
It was reported that noise and decreased pacing impedance were observed on the right atrial (ra) lead due to a lead fracture. The lead was explanted and replaced to resolve the event. Further information was requested but not received.